Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 5.5cm proximal to the lead tip. Only the distal fragment was received for analysis. The proximal fragment including the yoke and connector pins was not returned. It is reasonable to assume that the lead was cut during the extraction procedure. The returned lead fragment was analyzed. The inspection revealed that the insulation was, apart from the present cut, free of breaches. Further damages such as a deformed rv shock coil, most likely resulted from the extraction procedure due to applied mechanical forces. However, a thorough analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported oversensing leading to inappropriate shocks. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead explanted due to noise on lead causing inappropriate shocks. Should additional information become available, it will be added to this file.